Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable could not charge pump battery. There was no reported adverse impact to customer's blood glucose. Cable was replaced to resolve the issue.